Event description:
This case was reported by a customer and described the occurrence of swelling of face in a (B)(6) male pt who rec'd breathe right nasal strips (breathe right nasal strips advanced) for an unk drug indication. A physician or other health care professional has not verified this report. On an unk date, the pt started breathe right nasal strips. At an unk time after starting breathe right nasal strips, the pt experienced swelling of face, facial puffiness, application site bleeding, application site blister, application site pain and eye swelling. Treatment with breathe right nasal strips was discontinued. At the time of reporting, the events were unresolved. Consumer reported he used the product for approx 4 nights and reported waking up to a swollen and puffy face, puffiness around eyes, bleeding on each side of his nose where the strip attached, consumer reported it hurt, there were blisters on his nose and the blisters were leaking water or fluid, which was coded as oozing blisters at application site. F/u info rec'd via voicemail 6 july 2012 which upgraded the case to serious: this consumer called and reported add'l adverse events of the breathe right advanced strips pulled the skin off his face and under his eyes. He also indicated that he "could not see". He stated that he could not leave the house for two weeks because it looked like someone beat him up.

Manufacturer narrative:
Breathe right nasal strips are manufactured in (B)(4), in the united states. The lot number for this product is available; however, it is unk whether the product will be returned for quality assurance testing. (B)(4).